Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had return of symptom. She had bladder leakage since (B)(6) 2017. The change in symptom was considered sudden. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, (B)(4), product type: programmer, patient. Analysis result of programmer (B)(4): device was scrapped due to corroded digital boards. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, (B)(4), implanted: explanted: product type :programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, (B)(4), product type: programmer, patient. The programmer was returned for analysis. A supplemental report will be submitted when analysis is available.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient programmer (pp) would not power up. There was no out of box failure reported. Patient was instructed to change the aaa batteries in the pp during the call but the issue was not resolved. Additional information was received on 2017-06-30 from the consumer. It was reported that patient weight at the time of the event was (B)(6) lbs. The replacement patient programmer resolved the issues of not powering on and the return of symptoms. No further complications were reported.